Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient's communicator showed a red call doctor icon concerning this pacemaker. Upon review of device data, there was an alert for right ventricular (rv) lead pacing impedance (pli) being out-of-range (oor), greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The rv lead was a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the patient's communicator showed a red call doctor icon concerning this pacemaker. Upon review of device data, there was an alert for right ventricular (rv) lead pacing impedance (pli) being out-of-range (oor), greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The rv lead was a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode <<and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient's communicator showed a red call doctor icon concerning this pacemaker. Upon review of device data, there was an alert for right ventricular (rv) lead pacing impedance (pli) being out-of-range (oor), greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The rv lead was a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service. Later, this pacemaker was explanted and replaced during scheduled generator change out. The device was returned to boston scientific for investigation.